Event description:
After approximately 120 hours of iab therapy blood was noted in the tubing. The iab was removed and not replaced. No patient injury or further complications occurred as a result of this event. The patient is reported to be in stable condition.